Event description:
Clinic notes dated (B)(6) 2012 revealed that the patient "had pus draining from the wound initially." There was no further indication of infection in the clinic notes. Attempts were made to obtain further information regarding the draining wound, but the physician did not provide additional information regarding the infection. It is unclear where the pus was draining with the provided information.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for the generator prior to lead distribution.